Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to drainage, pain and cellulitis. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported ¿showing cloudy green fluid from one of her drains, 1 week after the drains were removed, the patient started feeling chest pain, looks like superficial cellulitis but doesn¿t think infection¿. Patient has been hospitalized. Affected side is unknown. Device has been explanted.